Manufacturer narrative:
Investigation summary: customer returned (6) sealed 5mm, 30g autoshield duo samples from lot # 6312702. Customer states that the nurse sustained a needle stick injury. All returned samples were examined and all were properly sealed and properly unactivated without any defects. The samples were then tested all were able to activate properly without any observed defects. Nothing was observed on any of the samples that exposed a cannula that could have caused a needle stick. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
The nurse sustained a contaminated needle stick injury with a bd autoshield¿ duo pen needle 30g x 5mm. Medical interventions are unknown.